Manufacturer narrative:
(B)(4). Investigation result of fiber broken. A flexiva 365 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared used. Additional examination under magnification revealed that the tip face was consistent with normal degradation. The fiber was returned broken in two pieces. The first piece measured 38cm from the top of the connector to break. The second piece measured approximately 230cm from the break to the distal tip. The device showed no melting or charring at the break. There was no damage noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. Therefore, the reported complaint could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on september 8, 2016 that a flexiva 365 laser fiber was used in a ureteroscopy procedure inside the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was dornier 20w holmium with laser settings of 1.2joules at 5hertz and 6 watts. According to the complainant, during the procedure, the laser fiber tip flashed after it delivered 101.6 joules then the fiber stopped firing. The procedure was completed with a another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Note: the reported event of fiber tip flashed was captured as tip-compromised, as this was noted as the most likely cause of the ¿flash¿. However, investigation of the returned fiber noted that the tip was not compromised but the fiber was broken, which is an MDR-reportable event.